Manufacturer narrative:
Patient¿s identifier and weight are not available for reporting. This report is for o unknown quantity of screws. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Date of implant reported as more than two years prior to explant. Complainant device is not expected to be returned for manufacturer review/investigation. Reporter phone number is not available for reporting. The (510k): unknown, as specific part and lot numbers for screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient was implanted with the 8 mm multiloc proximal humeral nail-left and unknown quantity of screws at another facility more than two (2) years prior to removal. Patient presented with shoulder pain on (B)(6) 2017. It was determined patient had a rotator cuff tear. Patient was returned to surgery on (B)(6) 2017 for removal of the humeral nail and screws. Removal procedure was completed with no issues. Surgeon initially stated the slight protrusion of the nail was the likely cause of patient pain, but added that the most proximal locking screw head had been interfering with the deltoid muscle attachment site. It was also noted the nail top seemed to have been embedded within cartilage. The rotator cuff was sutured during the removal surgery. Patient is to follow up with rehabilitation. Surgery was completed successfully with no delay. This report is for unknown quantity of screws. This is report 2 of 2 for complaint (B)(4).